Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer did a self-test and then got a reservoir and tubing and change battery message. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.